Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a thermocool smarttouch sf and steam pop occurred while ablating. The catheter was removed to check the tip. There was no char on the tip but a bit of blood. The catheter was flushed but the distal irrigation was not working. It was working well at the beginning of the procedure. A new catheter was taken for the end of the procedure. No adverse patient event was reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, irrigation, temperature and impedance test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. A temperature, impedance and irrigation tests were performed and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and steam pop issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: it is important to carefully follow the power titration procedure as specified in the ¿directions for use¿ section of this document. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a thermocool smarttouch sf and steam pop occurred while ablating. The catheter was removed to check the tip. There was no char on the tip but a bit of blood. The catheter was flushed but the distal irrigation was not working. It was working well at the beginning of the procedure. A new catheter was taken for the end of the procedure. No adverse patient event was reported.